Event description:
It was reported that the colonovideoscope had lines on the screen. The event had occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (b30), jet tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image problem lines on the screen and scope communication error (b30) were due to data error of scope ID. Based on the results of the investigation, it is likely the most probable cause of the malfunction jet tube has foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.